Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concominent device is ieha454 - certainâ® bellatekâ® encodeâ® healing abutment 4.1mm(d) x 5mm(p) x 4mm(h), lot number is 1228248.

Event description:
It was reported that the healing abutment was unable to be seated in the implant. It was determined that the implant had to be removed. Inflammation was also reported.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. One (1) 3i t3â® tapered implant 5/4 x 10mm (bopt5410) & one (1) certain bellatek encode healing abutment 4.1mm(d) x 5mm(p) x 4mm(h) (ieha454) were returned for investigation. Visual evaluation of the as returned product identified heavy signs of use, wear. On the implant the internal hex is damaged. Based on the evaluation / functional testing devices malfunction did occur. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot numbers (2018080655, 1228248). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2018080655, 1228248) for similar events and no other complaint was identified. Functionally tested implant and abutment to recreate the reported event, however they did not assemble properly as the abutment did not sit on the implant. Malfunction detected. The complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are clinician does not follow the recommended protocol for product placement and final seating -- torque applied during placement/seating exceeds recommended value. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.